Event description:
It was reported by a customer on (B)(6) 2011 the fiber tip burned and detached inside of the patient at 45,909 joules. The fiber tip broke off but not entirely from the fiber. There was a small delay in the retrieving of the fiber to complete the procedure. Per the customer, the fiber tip was retrieved with a surgical grasper. No patient injury was reported. The fiber tip will be returned to american medical systems for evaluation.